Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that when her blood sugar dropped, she had a mild seizure, the cgm reading was 90 mg/dl and bg was 30 mg/dl. Her husband took her to her doctor¿s office and per healthcare personnel (hcp) instruction, they drew blood and confirmed a glucose level of 30 mg/dl. She was treated with dextrose via intravenous (IV) therapy. She said that her doctor was proactively monitoring her rapid hypoglycemia fluctuations by changing medications and increasing bg fingerstick monitoring frequency. After the event, she returned home in stable condition, and stated she felt no lasting effects from the seizure. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.